Event description:
Alleged her husband fell out of the bed and the bed exit alarm did not alarm. No injury.

Manufacturer narrative:
The technician found the bolts that hold the packing brace onto the head end of the bed when transporting were put back into the bed which caused an obstruction to the right head load beam. The technician stated this may have caused a problem with the zeroing of the scale. The technician removed the bolts and recalibrated the scale to repair the bed.